Event description:
Sorin received information that on (B)(6) 2015 the device attached to this lead showed multiple warnings, episodes of ventricular noise artifact over sensing, and rrt. Review of the file showed statistics were last reset (B)(6) 2014. One 24 j vf shock was delivered on (B)(6) 2015 with a corresponding overload message. The shock episode had been over written in both episodes and therapy history. Also, the svc coil impedance trend shows greater than 3000 ohms for the past 6 months and an rv lead impedance trend shows zero on (B)(6) 2015. The shock configuration was programmed rv to can. The last shock impedance greater than 150 ohms warning message is not correct, actually the last shock impedance is listed as overload. A total of 1744 fvt/vf episodes are listed since (B)(6) 2014. The stored vf episodes are all short duration with what appears to be non-physiologic artifact oversensing.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a rubbed through insulation at approx. 12 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. These findings can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Furthermore deformations of the rv shock coil were found which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.